Manufacturer narrative:
Additional information provided in: b1 (adverse event/product problem), b2 (outcomes attributed to adverse event), h1 (type of reportable event), and h6 (patient codes).corrected information provided in: d4 (model number, lot number, catalog number, and unique device identifier).

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump does not work. The patient described that following sporting activities, he could not inflate the cylinders and there was no fluid in the system.the ipp cylinders and pump were explanted and a new pair of preconnected cylinders and pump were implanted without any complications to the patient.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump does not work. The patient described the problem occurring after sporting activities. The patient cannot inflate the cylinders and there is no fluid in the system. No interventions have been performed or scheduled yet.